Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center for maintenance/annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end has foreign material or stain. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process: the distal end has foreign material or stain, air/water and suction cylinder have no color, scratches and chip found throughout the device, due to wear of angle wire, the play of up/down knob is out of specification, connecting tube has coating peeling, due to annual inspection, parts must be replaced, adhesive around light guide lens has wear, water tightness of forceps elevator is lost, there is corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.